Event description:
It was reported that the ventilator generated alarm indicating low o2 concentration. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer. The reported problem could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Evaluation of the received logs revealed alarms were generated on 2025-06-23 indicating low o2 concentration. The test logs revealed a successful pre-use check was performed prior date of the event. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. Alarm o2 concentration low is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Incorrect o2 concentration delivered to the patient may in some cases indicating that the ventilation have been insufficient due to gas delivery error. The conclusion is there was no ventilator malfunction at time of the event. The cause for the reported low o2 concentration alarms could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).